Event description:
It was reported that the implant did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that there was a 3mm leak present. The patient did not experience any complications as a result of this event. Seven (7) months post procedure the patient underwent a procedure to implant coils in the 3mm leak. During the procedure the coils were deployed, however, one strand of the coil hung outside of the laa into the atrium. A snare was used to attempt to push the coil back into the laa. This appeared successful until EKG changes were observed. The patient was having irregular rhythms. Imaging showed that the coil had been sheared and the remnants of the coil were still in the atrium, aorta, and leg. The sheared coil was pulled from the leg and out of the sheath. The patient did not experience any complications as a result of this event and made a full recovery. It was further reported that all the remnants of the coil were removed from the patient and the leak was full closed.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review. A review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0036276063. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review. There was evidence to suggest that the device was used in a manner inconsistent with the labeling. It was reported that an additional device was used to plug a leak in the closure device. The additional device required (plug) for a leak was not required per IFU. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal, arrhythmia, and embolism. Risk review. A risk review was completed and confirmed that the events of implant did not seal, arrhythmia, and embolism were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to intentional off-label, unapproved, or contraindicated use.

Event description:
It was reported that the implant did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that there was a 3mm leak present. The patient did not experience any complications as a result of this event. Seven (7) months post procedure the patient underwent a procedure to implant coils in the 3mm leak. During the procedure the coils were deployed, however, one strand of the coil hung outside of the laa into the atrium. A snare was used to attempt to push the coil back into the laa. This appeared successful until EKG changes were observed. The patient was having irregular rhythms. Imaging showed that the coil had been sheared and the remnants of the coil were still in the atrium, aorta, and leg. The sheared coil was pulled from the leg and out of the sheath. The patient did not experience any complications as a result of this event and made a full recovery. It was further reported that all the remnants of the coil were removed from the patient and the leak was full closed.

Event description:
It was reported that the implant did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that there was a 3mm leak present. The patient did not experience any complications as a result of this event. Seven (7) months post procedure the patient underwent a procedure to implant coils in the 3mm leak. During the procedure the coils were deployed, however, one strand of the coil hung outside of the laa into the atrium. A snare was used to attempt to push the coil back into the laa. This appeared successful until EKG changes were observed. The patient was having irregular rhythms. Imaging showed that the coil had been sheared and the remnants of the coil were still in the atrium, aorta, and leg. The sheared coil was pulled from the leg and out of the sheath. The patient did not experience any complications as a result of this event and made a full recovery.